Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). A fully constrained wallflex biliary rx fully covered stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the clear outer sheath was punctured and the stent wire was exposed. The outer sheath at the end of the stiffening mandrel was kinked, and the transition between the clear distal section and the blue proximal section was buckled. Functional evaluation revealed that it was possible to deploy the stent without resistance. No other issues with the stent and delivery system were noted. The damages noted with the returned device are consistent with the application of excessive force during use. The device may have encountered difficult patient anatomy, such as tortuous anatomy reported, which may have contributed to the deployment failure experienced during the procedure, and may have caused buckling of the outer sheath. This failure could have punctured the outer sheath and the stent wire to be exposed. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material. Assembly and performance specification at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that the wallflex biliary rx fully covered stent was used during a procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the stent was not deployed. The device was removed and the procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR- reportable event based on investigation results which revealed the outer sheath was punctured and the stent wire was exposed.